Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 550 mg/dl, at the time of incidence. Customer changed the reservoir because it was not giving insulin. The customer was treated with insulin pump. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.